Event description:
The info indicated that the physician used the select lp-es 150/5 cm microcatheter loaded in the guiding catheter with a wire, and it was parked in the aneurysm. They connected it to a continuous flush bag and prior to them wanting to load the coil system in there to detach the coil, they noticed that the hub was cracked and it was leaking. There was no pt injury.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.